Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received an occlusion alert that cleared after dismissal and subsequently experienced high blood glucose while using a teflon infusion set; the user was advised that if the occlusion alert recurred they should change supplies if available or follow backup therapy per healthcare provider guidance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; a lack of effect was reported, and device component details wer e insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.